Manufacturer narrative:
The actual sample from the reported event was returned for evaluation, the stylet and bolus offset (distal plug) component were not returned with the provided sample. All information reasonably known as of 07 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 29 nov 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
FDA medwatch / FDA user facility report# mw (B)(4) reported that on 29sep2022, the dobhoff was pulled, by the registered nurse (rn), and it was noted the tip on the dobhoff was not attached. The results from the kub (kidney, ureter, and bladder) noted the tip was broken; the medical doctor (md) was made aware. The kub was to be reordered; there was no reported injury.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. The provided sample confirmed the stylet and bolus offset (distal plug) component was missing; when viewed under magnification (30x) there was no visible bonding agent seen around the bolus assembly area. The reported event could be confirmed as reported; however, the root cause was not conclusively determined. The device history record for lot 30185293 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, the tube had been inserted 9 days prior to the incident occurring; only liquid feeds and meds were provided. The tube was flushed following each feeding and prior to medication administration. The tip of the tube was left in the patient and per x-rays must have passed naturally. There was no history of this tube clogging prior to the incident.